Manufacturer narrative:
Technician found the bed in "down" storage. Found: - head up function not working due to faulty valve gude tube. Function does not work manually or under power. Battery led was on. Replaced the head up valve guide tube to resolve this issue.

Event description:
Information received indicated that the head up function was not working on this bed. No injury alleged.